Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026, and suture was used. After the doctor used suture to sew the subcutaneous tissue of the leg incision transplanted with skin flap, and found that the needle tip was defective, missing about 1 mm. Immediately searched for the incision, instrument table, blood pad, ground and other places, and repeatedly searched unsuccessfully. Postoperative the c-arm fluoroscopy was performed to search for it, but it was not found. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2026. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the device lot: s25090013, and no non-conformance's were identified. The following information was requested, but unavailable: received information as following from sales rep. Please refer to the event description, other information requested is unknown. Were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.